Event description:
It was reported that detachment of the device occurred resulting in unretrieved device fragment. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro and a rotawire were selected for treatment to the lesion. During advancement there was a large bend in the anatomy and significant resistance was encountered at the lesion. Rotational speed was set to 230,000 rmp. The 1.25mm rotapro burr and the rotawire detached while it was ablating the lesion. No surgical treatment was performed due to the patient blood flow was secured. The detached burr was left inside the body. Both device were able to be recovered. The procedure has been cancelled. Percutaneous coronary intervention or bypass will be considered for future treatment. No further patient complications were reported and the patient remained stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire ic device. The proximal end, wire body, and distal end were visually and microscopically examined. Visual and microscope inspection of the analysis of the returned product revealed that the rotawire was fractured at the spring tip. The fractured portion of the device was not returned for analysis. The damage to the annulus was found to be consistent with continuous interaction between the rotawire and the rotating burr, most closely resembling a wear fracture. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that detachment of the device occurred resulting in unretrieved device fragment. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro and a rotawire were selected for treatment to the lesion. During advancement there was a large bend in the anatomy and significant resistance was encountered at the lesion. Rotational speed was set to (B)(4). The 1.25mm rotapro burr and the rotawire detached while it was ablating the lesion. No surgical treatment was performed due to the patient blood flow was secured. The detached burr was left inside the body. Both device were able to be recovered. The procedure has been cancelled. Percutaneous coronary intervention or bypass will be considered for future treatment. No further patient complications were reported and the patient remained stable.